Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted.

Event description:
The customer contact reported an unrequested bolus dose was delivered. The pump was programmed in the continuous + bolus mode to deliver an unspecified volume of ropivacaine 0.2% and fentanyl 1 mcg/ml. No further programming parameters were provided. At an unspecified time, the pump delivered an unrequested bolus dose while the bolus cord was hanging on the IV pole. The nurse was in the room and stopped the pump. The pregnant pt's blood pressure reportedly decreased. The patient was treated with an unspecified volume of lactated ringer's solution. There was no reported adverse sequelae to the patient or fetus. The customer contact suspected that the unrequested bolus dose was due to cleaning solution ingress into the bolus button that produced an electrical short. Though requested, no additional information was provided.